Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #6 r-cem; cat# 5510f602; lot# s87ph. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# hlbpd. Triathlon asymmetric x3 patella; cat# 5551-g-381; lot# 6lry. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient was revised on a right knee due to pain, instability and infection.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the provided medical information was reviewed by a consulting clinician who concluded: "no clinical or past medical history, no serial x-rays, and no examination of the explanted components are available. The clinical problems with this case were the result of a periprosthetic infection and not related to factors of component design, manufacturing, or materials." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient was revised on a right knee due to pain, instability and infection.